Event description:
Nurse called from hospital to report a hospitalization due to high blood glucose. The current blood glucose reading is 182 mg/dl. Nurse stated that customer was diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 630 mg/dl. Customer stated that she believed the insulin pump was not working. Hospital treated with IV insulin. Nurse stated that customer is on dialysis and has renal disease. Customer was admitted to ICU. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.